Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported to the dl by the sales rep that the clip fell off. No adverse impact to the patient/user. Device is available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/21/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - please confirm whether the clip fell from the applier or the suture (once closed). - package lot number of the clips? - please provide the applier product code and lot number? - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). - please explain how the clips were loading into the applier? - please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading - was the applier checked for damaged (jaws straight and aligned)? - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The client stated the clips fall off. They also provided the following information that was listed on the device : 0d1070503601264 1906-001 no other information was given or provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.